Event description:
This is a solicited case report received from a pharmacist in (B)(6) on (B)(6) 2015 which refers to a (B)(6)-year-old female patient who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure generic reimbursement program. On (B)(6) 2015 it was attempted to insert essure (fallopian tube occlusion insert) with lot number d31445. It was reported that at the time to place essure; it could not be released as it seemed to be broken at the extremity of the delivery catheter. Insertion failed due to technical reason. One essure was concerned. Follow up information received from the pharmacist on (B)(6) 2015: the breakage was diagnosed during the placement. The implant did not release from the delivery catheter. The breakage occurred on the green release catheter. The surgeon realized that essure was not well placed in the delivery catheter when essure was being released. The instructions for use were followed. Essure was not placed. The broken pieces were retrieved. There was no patient injury. The breakage could not have led to serious injury under less fortunate circumstances. The device was available. The patient recovered. Company causality comment: this medically confirmed, spontaneous case report refers to a 47(B)(6)-year-old female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and at the time of device placement; breakage occurred on the green release catheter (previously reported as it seemed to be broken at the extremity of the delivery catheter). This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, during essure placement, it was reported that the implant did not release from the delivery catheter, then the device breakage occurred. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint investigation result received on 07-dec-2015: (B)(4). One device was received on 10-nov-2015. Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. As received, the micro-insert was tangled and stretched. The initial rollback was not performed. The tip of the micro-insert was in normal conditions compared to manufacturing procedures. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter and/or micro-insert and/or introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: in the current case, no medical event(s) were reported. The technical assessment concluded unconfirmed quality defect. A review of similar cases for this batch is not applicable as no medical event(s) were reported. Based on the available information, there is no relationship to a quality defect. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and at the time of device placement; breakage occurred on the green release catheter (previously reported as it seemed to be broken at the extremity of the delivery catheter). This event is unlisted according to essure's reference safety information. However, according to product technical complaint analysis, single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, during essure placement, it was reported that the implant did not release from the delivery catheter, then the device breakage occurred. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information, there is no relationship to a quality defect.